Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. No product was returned and no functional tests or inspections could be performed. There are no indications of manufacturing defects. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Lot number - possible lot numbers are: 016570, 582090, 402320. Expiration date - lot 016570: june 2, 2020; lot 582090: may 2, 2020; lot 402320: november 1, 2019. Health professional - initial reporter has an email associated with a hospital. Occupation - initial reporter has an email associated with a hospital, no other information. Initial reporter also sent report to FDA - the user facility is foreign; therefore a facility medwatch report will not be available. Report source - (B)(6). Device manufacture date - lot 016570: june 2, 2018; lot 582090: may 2, 2018; lot 402320: november 1, 2017. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the customer has experienced an issue during surgery where the product has been too loose or too dry, but still not hardened after 10 minutes. The exact duration of the surgical delay was not provided, but it was reported that there was a delay in surgery exceeding 30 minutes. No additional patient consequences were reported.